Event description:
The lead was later explanted and replaced.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor and the rv (right ventricular) defibrillation coil of the lead developed fractures due to flexing while in vivo. Analysis of the device memory indicated lead impedance out of range alert. The impedance trend on the rv (right ventricular) defibrillation coil was variable, and the svc (superior vena cava) defibrillation coil was beyond the expected upper range, undefined and variable. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was also noted.

Event description:
It was reported that a patient's implantable tachy lead (itl) was exhibiting intermittent episodes of high impedance on both the superior vena cava (svc) and right ventricular (rv) high-voltage coils. Reported information indicates a possible lead fracture. The lead remains in use and explantation is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2001. D154atg, implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.